Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). All three probes on the instrument were changed as the cause of the poor reproducibility was thought to be due to deterioration of the probes. Quality metrics and complaint tracking/trending was reviewed. The current combined erratic result rate for architect immunoassay instruments falls below the established internal aberrant result rate for architect i2000 established at product launch. No adverse trends in conjunction with erratic or discrepant results were identified. The architect system operations manual lists the probable causes and corrective actions for erratic results. Based on the available information, a deficiency of the architect i2000 system was not identified.

Event description:
The account generated an initial architect (B)(6) result of 0.97 s/co (nonreactive) on a patient sample that retested at 4.8 s/co (reactive) twice. No impact to patient management was reported.